Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the autotome rx sphincterotome was backloaded over a .035" hydra jagwire. However, when the autotome was positioned within the common bile duct, it was noticed under fluoroscopy that the distal tip was pointed in the opposite direction as the guidewire. The autotome was removed from the patient. Upon inspection, the distal tip of the autotome was split or torn. The procedure was completed with another autotome rx sphincterotome along with the same guidewire. The customer had no issues with the guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/01/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 6 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.